Event description:
It was reported that "during operating process, the peel-away sheath was broken when tear off." Another set was used to complete the procedure. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual inspection of the customer photo revealed that one of the tabs did not tear down the extrusion correctly, resulting in it to separate. The extrusion was additionally separated into various other pieces, each of which were not torn along the score lines, indicating that the sheath didn't tear as intended. Therefore, the complaint of a sheath tearing incorrectly was able to be confirmed by the photo. Dimensional and functional inspections could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified. Non-conformance was created for batch regarding peel-away sheath tears incorrectly. The customer report of a sheath tearing incorrectly was confirmed through inspection of the customer photo. Visual analysis revealed that the sheath split incorrectly along the score lines. Therefore, based on the customer report and photo, manufacturing caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during operating process, the peel-away sheath was broken when tear off." Another set was used to complete the procedure. No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".